Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of failure code 703:813:01 was confirmed in the pump's event history as failure code 703:00. The condition was not duplicated and the root cause was not definitively identified. The pump head module was cleaned and tested as a precaution. Additional information: a service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter (B)(4) and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with failure code 703:813:01 to baxter (B)(4). It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.